Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, a metal piece from the stapler gun broke off during the doctor¿s case. Per the scrub technician, the metal piece flew off the reload as they were setting the stapler down on the table. The actual stapler was still functioning after that incident and fired properly. Then after another firing, it jammed. They opened and used another stapler and staples to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten devices. Visual examination noted that the reload one was received fully fired. Functional evaluation of the reload found no abnormalities. Visual and functional testing of the remaining reloads showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. If information is provided in the future, a supplemental report will be issued.